Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 5 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for multiple infections on (B)(6) 2016, where (B)(6) bacteremia was found. During the admission, the patient also experienced an increase in the estimated pump flow values and lactate dehydrogenase levels to around 800 u/l. Prior to admission, the patient was on coumadin, plavix, and aspirin with no known coagulopathy issues. The patient received a pump exchange on (B)(6) 2016 secondary to the (B)(6) infections. The patient underwent two subsequent wound washouts in the operating room and a wound vacuum (vac) assisted closure device was placed. The patient was treated with vancomycin and ceftaroline infusions. The patient was discharged with the wound vac, with dressing changes three times per week. The patient was discharged on aspirin and coumadin. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection and increased lactate dehydrogenase level could not be conclusively determined. Infection, device thrombosis, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Upon review of the manufacturer's complaint records, it was determined that the serial number and implant date of the device supporting the patient at the time of the event related to this submission was incorrectly reported on the initial report submitted on 11apr2016. The event reported under this submission was determined by the manufacturer to be a duplicate of the event reported under medwatch MFR report # 2916596-2016-00885. Device identifier: (B)(4). Approximate age of device - 6 months device evaluation results reported under medwatch MFR report # 2916596-2016-00885: the report of suspected thrombus was confirmed during the evaluation of the returned pump. Examination of the pump upon disassembly revealed flat, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Examination of the disassembled pump also revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator; however, its areas of slight denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have affected the normal flow of blood through the device and contributed to the reported event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer has closed its file on this event.